Event description:
It was reported that the first responders connected the device to a patient and were unable to retrieve an ECG rhythm in any lead. The medical call received was for a person with severe abdominal pain and rectal bleeding. The device operator's power cycled the device, secured the cable and swapped the batteries with no avail. The device had illuminated the service light. A similar issue was reported to occur previously at two instances but it was resolved when the operator changed the batteries. The patient was connected to a second defibrillator (unknown brand) after two minutes of delay. The patient was reported not to appear to have a shockable ECG rhythm but there was no additional information regarding patient outcome. There was no report of adverse effects to the patient due to the device use. Physio-control evaluated the device and was unable to confirm or duplicate the reported problem. Physio replaced the system pcb assembly as a precautionary measure and confirmed proper device operation through functional and performance testing. Further evaluation of a removed assembly from the device by physio-control found that the device would intermittently lock up and become unavailable for use in cold environment.

Manufacturer narrative:
(B)(4). The device was returned to the customer for use. Physio-control's further evaluation of the removed system pcb assembly at the failure analysis center determined the cause for the lock up malfunction to be a temperature sensitive ic chip, designator u15, on the system pcb assembly. Failure of the ic chip locked up the device and it would not be available for use for a certain period of time.